Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged while the patient was still hospitalized after implant. The ra lead was re positioned and it remains in use. No patient complications have been reported as a result of this event.